Event description:
Doctor performed the necessary osteotomies at site 4 and when he proceeded to place the implant, the implant was loose in the socket. He took out the implant and bone grafted the site. The doctor did not proceed with the implant at site 2. He had started with implant placement at site 4 first and then aborted the rest of the surgery.